Event description:
Same case as MDR# 6000093-2006-00797, it was reported that during a coronary artery drug eluting stenting treatment procedure there was stent embolization and a perforation. The target lesions were in the left main (lm) coronary artery and the circumflex (cx) coronary artery. The distal lm was 95% stenosed, the ostial lm was 80% the mid cx was 99% stenosed and a "sequential" 80% stenosis in the cx. Retational atherectomy was performed using a 1.25mm rotablator at 108,000 rpm in the heavily calcified lm and cx. Next, a 2.5mm maverick balloon was used to pre-dilate the lesion. The physician attempted to place a 2.5x24mm taxus express2 drug eluting stent but was unable to cross the lesion. Then, a 2.5x16mm taxus express2 stent was tried but the physician was unable to get the stent in good position. Upon removal of the stent delivery system the stent embolized at the guide catheter. The stent was snared successfully. Then, two other taxus express2 stents, sizes 2.5x16mm and 2.5x24mm, were successfully deployed. These stents were deployed at 12 and 16 atmospheres. The "buddy" wire system was done using an xs wire and a super soft stablizer wire. A perforation was noticed after the first stent was placed; it is unk which vessel location or what size stent this was. An attempt was made to place a "dumon" stent but this did not pass. The 2.5x30mm maverick balloon was re-passed into the artery and inflated for approx 2-3 mins to treat the perforation. An echocardioigram performed at the end of the procedure demonstrated no significant pericardial effusion present. The pt was hemodynamically stable throughout the procedure. The pt required nitroglycerin for systolic blood pressure of 180. Post stent placement there was approx 20% residual stenosis and the perforation was resolved. The pt was reported as ok.